Manufacturer narrative:
The customer¿s report that leakage occurred during the injection between the syringe and texium was not confirmed. The texium bonded syringe was visually inspected for incomplete bonding engagements or damages to the components. Visual inspection did not observe any damages, tool marks, or anomalies. Functional testing resulted in no leaking. Pressure testing also found no anomalies with the returned product. The root cause of the customer¿s report was not identified.

Event description:
It was reported that a leak occurred between the syringe 3ml and the bonded texium connector during a velcade injection. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a leak occurred between the syringe 3ml and the bonded texium connector during a velcade injection. The customer further stated that there were no adverse effects caused to the patient from the event.